Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient etiologies: acute and chronic dissections.

Event description:
On (B)(6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic type b dissection. In (B)(6) 2011 (exact date unknown), a follow up computed tomography revealed a proximal type I endoleak. On (B)(6) 2011, the physician performed an axillary-axillary bypass procedure using a vascular graft. After the bypass procedure, a gore tag thoracic endoprosthesis was implanted just below the carotid artery to treat the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.